Manufacturer narrative:
This is the same event as 3010536692-2015-00258, -00260, -00261. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient fell post-op at home and dislocated the implant.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.